Manufacturer narrative:
Outcomes attributed to adverse event: it is unknown if or which of the two occurrences required the use of a curette, and if or what medical intervention was required for the other occurrence. Therefore, other serious or important medical events and required intervention to prevent permanent impairment/damage were checked. Device evaluated by manufacturer?: the v.a.c. Veraflo cleanse choice¿ dressing identifier was not provided, and the product was discarded. Therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged event is related to the v.a.c. Veraflo cleanse choice¿ dressing. It is unknown if or which of the two occurrences required the use of a curette, and if or what medical intervention was required for the other occurrence. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: foam removal: v.a.c.® foam dressings and v.a.c. Veraflo¿ therapy foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c.ulta¿ therapy system should be monitored on a regular basis. In a monitored, noninfected wound, v.a.c.® dressings and v.a.c. Veraflo¿ therapy dressings should be changed every 48 to 72 hours, but no less than three times per week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more frequently with the dressing change intervals based upon a continuing evaluation of wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 27-sep-2021, the following information was reported to kci by the nurse: the v.a.c. Veraflo cleanse choice¿ dressing allegedly degraded in the wound bed twice. The nurse used a curette to remove the particles. Per protocol, the patient is on normal saline with dressing changes. On 14-oct-2021, the following information was reported to kci by the nurse: the two events occurred on (B)(6) 2021. It was reported that a curette was used "on one event for sure". The wound was cleaned with no bleeding or pain with each occurrence. A non-adherent dressing was applied for further dressing changes over the bone. On 21-oct-2021, the following information was reported to kci: the nurse stated that forceps were used to remove the alleged degraded v.a.c. Veraflo cleanse choice¿ dressing. The v.a.c. Veraflo cleanse choice¿ dressings were discarded and it is unknown if a curette was used. No additional information was provided. A review of the two images provided exhibited brown-grey colored foreign material in pieces with small areas of red and yellow discoloration. The v.a.c. Veraflo cleanse choice¿ dressing identifier was not provided, and the product was discarded. Therefore, a device history record review and a device evaluation could not be performed. It is unknown if or which of the two occurrences required the use of a curette, and if or what medical intervention was required for the other occurrence. MDR-3009897021-2021-00245 addresses the occurrence on (B)(6) 2021.